Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker was beeping as the device reached end of life (eol). Also, the field representative noted that the patient had an existing infection. Additional information obtained from the field which indicated that the infection did not seed to the system. The pacemaker was explanted. No additional adverse patient effects were reported.